Event description:
It was reported to the manufacturer by the end user: "the hoyer broke while lifting the veteran and he fell on the floor according to the mother."

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.